Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, reasonably known information suggests the probable causes of the alleged failure of intermittent image flickering is due to angulation of the device causing an intermittent connection. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, during angulation, the flex videoscope image flickers on and off. There was no patient involvement.